Event description:
A caller reported an issue with the time settings on their device, which led them to seek assistance. There was no adverse impact to the customer's blood glucose level from the incorrect time settings, as previous settings did not result in values outside the normal range. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies exceeding five minutes, which the caller understood and acknowledged.